Event description:
The customer reported that the unit operated on battery even though the power cord was plugged in. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.